Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the patient had a second lead repositioning procedure due to strong twitches as a result of phrenic nerve stimulation from the lead.

Event description:
It was reported that the lead was repositioned due to high capture threshold. X-ray confirmed lead dislodgement.